Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The implantable neurostimulator was implanted for complex regional pain syndrome (crps), for the lower back and all the way down to the patient¿s heels. It was reported that stimulation was missing for the lower back and was getting to the patient¿s stomach instead. The patient wanted to make an appointment with a manufacturer representative (rep) to have the stim adjusted so that it would make its way down to the feet. In the end, the patient was directed to their healthcare professional (hcp) to contact a rep. Additional information was received via a manufacturer representative from a consumer regarding the patient on 2018-oct-12. It was reported that the patient had a fall in (B)(6) of 2018 and since then has had a change in therapy and now the patient feels stimulation more in his stomach. The manufacturer representative did an impedance test at 0.7 volts and all of electrodes 8-15 were greater than 10,000 ohms with multiple references. Reference 1 showed that contact 8 was about 800 ohms. Another impedance test at 3 volts found that everything was greater than 40,000 ohms including contact 8 at reference 1. The manufacturer representative was going to reprogram the patient on the viable lead and discuss options with the health care provider. There were no further complications reported.